Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that on (B)(6) 2025 doctor performed a standalone stent implantation procedure for an elderly patient. The surgery itself was somewhat complex as the patient had bad glaucoma, and a lot of issues with her eyes and mutations with previous surgeries that have not worked. With some goniotomy and after multiple attempts, stent was implanted successfully and its placement confirmed with a xen gonio single mirrored gonio prism. About two weeks on patient was seen for a follow up and stent was seen completely floating in anterior chamber (ac). Surgeon was planned to take the patient back in for emergency stent removal and presserflo/tube. Additional information was requested and stated stent which appeared to sit okay during implantation was found in the ac couple weeks after during post op and was brought back in to theatre to have it removed. Underwent further filtration surgery.

Manufacturer narrative:
Additional information was added in d.9., h.3., h.6. And h.11. One opened stent in a vial was received for the report of stent was seen floating in the anterior chamber (ac), stent explanted, underwent filtration surgery. The returned microstent was visually inspected and was found to be conforming. The sample was then dimensionally inspected for curvature of stent and width of stent and was found to be within specifications for both dimensional measurements. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The photo attached to the parent file was reviewed by the manufacturing site. The photo shows a microstent in the ac. Reported issue is confirmed from the photo review. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all visual, dimensional, and functional testing. The manufacturer internal reference number is: (B)(4).